Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the device failed to battery power, even at 100% battery charge level, the device shuts down when the ac adapter was unplugged from the device. Further investigation revealed that the battery failed. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures root cause is a defective battery. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the renasys touch device had a low battery device failure. The battery could not be charged and would not turn on/stay on. The malfunction occurred during set-up. Its is unknown how the treatment was completed and if there was a delay. No patient harm reported.